Manufacturer narrative:
A getinge service territory manager (stm) provided the date of the event.

Event description:
It was reported that during a battery check-out, before use, the battery runtime test on the cardiosave intra-aortic balloon pump (iabp) failed. Since the event occurred during a service/test, there was no patient involved and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and verified the reported issue. The stm replaced the batteries and noted that the batteries were due for replacement in march 2020. The stm verified that the unit calibrated and performed all functional and safety tests which passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during a battery check-out, the battery runtime test on the cardiosave intra-aortic balloon pump (iabp) failed. Since the event occurred during a service/test, there was no patient involved and no adverse event was reported.